Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation, once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented with high ion levels therefore a revision was required. It was noted during the operation that there looked to be some evidence of metallosis in the surrounding tissues.

Manufacturer narrative:
Following investigation by bioengineering, notification was received that: ¿the x-rays provided were reviewed. No medical records/additional reports or 3rd parts technical reports were received for investigation. From the information reviewed, it was unlikely that a manufacturing defect was present. No device defect was reported by the complainant. No corrective action is required and no further investigation is recommended. Post market surveillance is per (B)(4). The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.